Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up appointment in 2010 (date unknown), the patient reported some pain. The patient was verified to be over 18 years old. All other information is unknown and unavailable.